Manufacturer narrative:
Device alarmed pump error 38 during motor rewind due to corrode the motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests or verify pump error 53 due to pump error 38.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a software error detected alarm. Customer stated that the insulin pump was unable to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.